Manufacturer narrative:
Stubborn debris in distal lens caused cloudy image. Chipped ceramic sleeve at distal tip. Scrapes in working channel. The device will be forwarded to the manufacturer for further investigation. The risk assessment is completed as part of the task when considering the decision questionnaire. In this case, the condition of the scope returned indicates that this is a maintenance and care issue and not manufacturing or design related. No further risk assessment is necessary; complaint are analyzed for trends with a focus on risk and frequency. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, part of picture is blacked out. No death or (unanticipated) serious deterioration in state of health reported.